Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that within the last few days a message began to display on pt's controller alerting them to contact medtronic and they were unable to adjust their intensity settings. Caller met with pt yesterday and after running an impedance check, found that electrode 13 had an impedance value of >40,000 ohms. Caller confirmed that pt has good coverage and is getting therapeutic benefit from their device. Caller stated that when they use electrode 13 as the reference electrode, all other electrodes had high impedance values that ranged. Caller asked if this was normal and stated that they would expect that if there was an open circuit that all impedance values would be reading <40,000 ohms and not a range like they saw with this pt. Tss reviewed information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported no cause was determined for the impedance issue. Rep noted the #13 electrode was turned off and they programmed around it, which resolved the issue.